Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer. Please note this emdr is submitted late due to technical issues in setting up a successful esg account.

Event description:
Dental office called reporting a patient contacted him and approximately 4-5 hours after the in-office procedure, she complained of swollen lips. The patient was given benadryl to control the swelling. Informed the dentist that any future whitening should be done without using the desensitizer. Followed up with dentist office on (B)(6) 2016, they followed up with the patient and reported symptoms have subsided. During conversation the patient remembered that about 10 years ago she had a similar allergic reaction after getting her nails done, which can have hema in it as well.